Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a broken tip and the cutter was broken. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to excessive lateral side to side force which is user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a unicondylar knee replacement surgery, it was discovered that the cutter device broke. It was reported that there was a few minutes delay to the planned surgical procedure. It was reported that a spare device was available for use and the surgery was completed successfully . There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.